Manufacturer narrative:
The investigation determined the damaged tubing identified by the field service representative (fsr) was the cause of the event. The service actions resolved the issue.

Event description:
The initial reporter questioned a low result for 1 patient sample tested for elecsys hiv combi pt (hiv combi) on a cobas e 411 analyzer (rack system). The result was 0.001 (negative). The patient is known to be strongly positive for hiv.

Manufacturer narrative:
The hiv combi reagent lot number was 724676 with an expiration date of 30-jun-2024. The customer also received results of 0.001 (negative) when running negative and positive qc. On 17-nov-2023 the field service representative (fsr) found damaged sample/reagent pipetter tubing and replaced it. Instrument performance testing was acceptable. The customer performed successful qc. The customer has had no further issues. The investigation is ongoing.